Manufacturer narrative:
Initial.

Event description:
It was reported that the customer contacted support after significant dietary changes and completed a factory reset of the ilet system while using a dexcom g7 sensor and a 23-inch, 6 mm infusion set; after reset the system resumed providing glucose readings, and the reported glucose was 212 mg/dl without symptoms. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information to identify a specific medical device problem or affected device component. It was concluded, based on previously established findings for similar reports, that the cause was not established.